Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported the patient's ipg was deemed inoperable. Reportedly, the patient wanted to upgrade their ipg. As a result, the patient underwent surgical intervention wherein the ipg was explanted and replaced.

Event description:
Additional information obtained identified the patient failed to recharge the ipg as recommended due to wanting to take advantage of newer technology. Therapy was restored post operatively.